Event description:
It was reported by the clinician, that the catheter was being inserted just above the patient's elbow bend. The nurse experienced difficulty while attempting to thread the 45cm spring wire guide (swg) through the needle. The needle and swg were removed as one unit and at that the time, they noticed the swg started to unravel. The swg was removed intact. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.